Manufacturer narrative:
29-feb-2016 product investigation results: reporter returned 2 type eb17 toothbrush heads used with suspect toothbrush handle on 23-feb-2016; suspect toothbrush handle was not returned. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush comes off in the mouth while brushing [device breakage]; brushheads are too loose on the toothbrush and also feel wobbly in the mouth [device connection issue]; no adverse event [no adverse event]. Case description: (B)(4). A (B)(6) female consumer reported that the oral-b brushhead, version unknown came off in her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. She elaborated that this occurred after brushing for a few weeks and noted that with the first use the brushheads already felt different from the previous brushes. She described that they were too loose on the toothbrush and also felt wobbly in the mouth. She stated that she had been a satisfied user of the oral-b electric toothbrush for years. No symptoms developed. 08-feb-2016 received follow-up e-mail from consumer: the consumer reported that she was unable to scratch the grey logo off with a coin. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush comes off in the mouth while brushing [device breakage]. Brushheads are too loose on the toothbrush and also feel wobbly in the mouth [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that the oral-b brushhead, version unknown came off in her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. She elaborated that this occurred after brushing for a few weeks and noted that with the first use the brushheads already felt different from the previous brushes. She described that they were too loose on the toothbrush and also felt wobbly in the mouth. She stated that she had been a satisfied user of the oral-b electric toothbrush for years. No symptoms developed. Feb. 08, 2016 received follow-up e-mail from consumer: the consumer reported that she was unable to scratch the grey logo off with a coin. No further information was provided.